Manufacturer narrative:
After repeated unsuccessful attempts, co was not able to obtain information from the reporting facility regarding patient outcome.

Event description:
The device pacing connector module was broken and pt pacing could not be performed as a result. Pt outcome has not been reported at this time.